Event description:
It was reported that the customer had an button error alarm on insulin pump. The customer blood glucose level was 137 mg/dl. The customer was advised that the insulin pump will be replaced and revert to backup plan. No further infornation was reported.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)